Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was accidentally severed. The lead was cut in error during the prophylactic replacement procedure of the ingenio. No issues were observed with the rv lead. This lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was accidentally severed. The lead was cut in error during the prophylactic replacement procedure of the ingenio. No issues were observed with the rv lead. This lead was surgically abandoned. No additional adverse patient effects were reported.